Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 407, 140, 203 and 46mg/dl. The customer¿s expected am fasting blood glucose test result range is 75mg/dl and expected 2 hour post meal blood glucose test result range is 125-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test results of 280 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/13/2023 and open vial date is a few days prior to call. The meter memory was reviewed for previous test result history: result 1: 407 mg/dl date: (B)(6) 2022 time: 1:13 pm 2 hrs. After meal. Result 2: 140 mg/dl date: (B)(6) 2022 time: 5:33 pm 2 hrs. After meal. Result 3: 203 mg/dl date: (B)(6) 2022 time: 6:45 pm 2 hrs. After meal. Result 4: 46 mg/dl date: (B)(6) 2022 time: 7:01 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Tests strips were not returned for evaluation. Meter was returned- evaluation in process. Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 05-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.